Manufacturer narrative:
An event of was unusual resistance and thrombus was reported. Information from field indicated that during the procedure, the device was deployed but the position was unsatisfactory so the device was partially recaptured. The device was returned to abbott for investigation and blood was noted to be present on the device. No damage or anomalies were noted. Four images were received from field. The images appeared to show blood clot on the distal disc of an amulet device. The amulet occluder was connected to the delivery system and was placed on the operating table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet plug was selected for left atrial appendage (laa) closure. During the procedure, the device was deployed but the position was unsatisfactory so the device was partially recaptured. During the second deployment the physician reported unusual resistance, so the device was completely recaptured and brought out from the patient. Thrombus was present both inside and outside of the device. The device was changed to another 18mm amplatzer amulet plug. Upon device deployment, a big thrombus was seen on the tip of amulet device so it was recaptured and brought out from the patient. The patient received 5000 units of heparin the act was 219, after the septal puncture and 6000 units during the rest of the procedure and the act maintained around 280-291.the procedure was aborted. The patient status was reported as unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.